Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-13683. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on all contacts of one lead. The patient reported having stimulation problems following a fall in (B)(6) 2021. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead has high impedances, therefore both leads are being reported.

Event description:
Additional information confirmed the system was explanted to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.